Event description:
A patient's wife called lifeline to say that her husband was experiencing intermittent cardiac pain when climbing stairs/ during other physical exertion. He had multiple stents implanted previously, both medtronic and non-medtronic. 22 months previously, he had several bms implanted, but restenosis occurred and so he had several des implanted approximately 16 months later. He is on aspirin and metropromi currently and has no known allergies to metal or dapt drugs. He went to his physician to have a lexi scan, which showed no restenosis or thrombus.

Manufacturer narrative:
Results and conclusions: (restenosis). (Device not returned for analysis). (B)(4).